Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: underweight, red particles in the shell and gel and opening extended on radius. A visual and microscopic analysis was performed which identified: sharps openings on the device, creases fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharps opening assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. The device has been replaced.